Event description:
The pt was implanted with a synchromed pump and catheter on 4/2/1997 for infusion of morphine for pain. The pt experienced decreased pain relief six weeks beffore explantation of the device on 1/4/1999. An x-ray rotor test showed the rotor did not move. On follow-up, the pt has very good relief of pain after implantation of a new pump.